Event description:
Pt underwent insertion of a greenfield filter (percutaneous ivc filter placement). Post procedure films showed some migration caudally 1-2 cm. Later determined that filter was in the left iliac vein. A second greenfilter was placed in the internal vena cava above the other filter below the renal veins but in the ivc.